Event description:
Complainant alleged that during biomed testing, the device powered on without display. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation was not received the device for evaluation, and this complaint is still under investigation.